Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp was damaged. This was discovered before use. The following information was provided by the initial reporter: the customer reported as follows: the barrel was cracked and the hub-needle part became loose.

Manufacturer narrative:
H.6. Investigation: customer returned (5) 3/10cc, 12.7mm, 29g syringes in open poly bags from lot # 9294643. Customer states that the barrel was cracked and the hub-needle part became loose. All returned syringes were examined and one sample exhibited a scratched barrel ranging from the 5-8 unit markings. However, no hub assembly separated from the barrel when the shield was removed. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (scratched barrel). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (hub separates). Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: zm notification 200842714 was created for damaged barrels. The inhibit gate that releases the barrels into the dial was out of position. Correction: the inhibit gate was adjusted. H3 other text : see h.10.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp was damaged. This was discovered before use. The following information was provided by the initial reporter: the customer reported as follows: the barrel was cracked and the hub-needle part became loose.